Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was experiencing brain fog and slurred speech. The patient¿s cgm was reading 75 mg/dl at the time. No bg meter comparison was taken at this time. The patient¿s wife gave the patient some glucose tablets as treatment, however, his symptoms persisted. Therefore, emergency medical services (ems) was called. Once ems arrived, the patient¿s cgm was still reading 75 mg/dl, and the bg meter was reading 55 mg/dl. The patient was treated with IV glucose and transported to the emergency room (ER). At the ER, the patient underwent a computed tomography scan and electrocardiogram. The patient¿s endocrinologist was also contacted and advised the patient to discontinue using his betabioionics ilet insulin pump for 24 hours, using lantus insulin in the meantime. The patient was discharged home after 5 hours. The patient was feeling tired at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient first got symptoms. Once the patient went to the ER, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - speech disorder.